Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system outside of a procedure. It was reported that they received an error 64 message while attempting to query pacs. The error was cleared and the rep was able to ping pacs. After a moment the system was able to query and pull the exam normally. The system had just been booted up.